Event description:
Procedure type: hernia. According to the reporter: the balloon partially insuflated then it broke. There was no report of pieces falling into the cavity or impacting the patient. The operating time was not extended as a result. No patient injury was reported.